Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not charge when prompted during an event involving a patient. The patient, a (B)(6) year-old female, had experienced an unwitnessed cardiac event. The customer advised that the patient had been down without care for greater than 15 minutes prior to their arrival. Medical personnel connected the patient to their device using a quik-combo therapy cable and non-physio defibrillation electrodes (conmed r2 multifunction) and powered it on. Additionally, the patient was connected via ECG leads using a 4-lead ECG cable. Medical personnel began 2 minutes of CPR and towards the end of the period was able to successfully charge the device; however, the patient's ECG was asystole so they manually dumped the charge. This was repeated and following the second round of CPR the device was charged again, but the patient was still in asystole so the charge was again manually dumped. Following a 3rd round of CPR, medical personnel pressed the charge button but the device would not respond. Medical personnel reported that the device showed an image on the display of therapy electrode placement and a message stating that the device was not able to shock. Since the customer was still connected via the ECG monitoring cable as well, the customer was able to confirm that the patient was still in asystole. CPR was continued and medical personnel troubleshot their device but was unable to resolve the issue. A backup device was obtained (a lifepak 12) and used to continue patient care for the remainder of the event (along with the original conmed r2 multifunction defibrillation electrodes). The patient did not receive any shocks from either the initial device, nor the backup device, because the patient was in a non-shockable rhythm throughout the entire event. The patient did not survive the event; however, the customer (who is the assistant chief for ems and a paramedic) advised that the device use did not contribute to the patient's outcome. The customer advised that patient was never in a shockable rhythm (patient was asystole) and was down for a long time prior to receiving care.